Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/ caucasian female patient underwent a breast augmentation primary with saline mentor smooth round high profile 420cc breast implants and experienced pain on the left side and deflation on the right side postoperatively. As a result, the patient underwent removal on (B)(6) 2020. This report is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, additional information was received indicating the replacement devices were mentor saline breast implants (serial numbers (B)(6), and (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Corrected data: on may 11 2020, it was noticed that the explantation date in the previous report was incorrect. The correct explantation date is on (B)(6) 2020. Additional information: on may 20 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during the visual evaluation of the device, a tear was observed on the posterior aspect, measuring 7 cm. Please note that the product evaluation lab couldn´t identify a conclusion due to the specific nature of this deflation and insufficient paperwork. The evaluation was limited to non-destructive testing. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).